Event description:
It was reported that the user was unable to attach the infusion set connector to the pump, which was resolved during troubleshooting by removing the cartridge and then seating the connector; the user self-fills cartridges and was advised to press the connector to expel excess insulin before attaching. Symptoms included no reported changes in blood glucose. Outcomes included no clinical impact and no medical intervention. Investigation included telephone troubleshooting and user education. Investigation of this case revealed that an overfilled cartridge likely created back pressure that impeded connector attachment and was mitigated by expelling a small amount of insulin. It was concluded that the device functioned as designed and that user technique contributed to the reported difficulty attaching the connector.